Event description:
A patch was implanted for carotid angioplasty. Bleeding through the patch occurred during intervention. Hemostasis was performed using surgicell (a local hemostatic) to stop the bleeding.